Event description:
It was reported that the device experienced an electrical reset. The patient reported having flown several times since the last device interrogation. The device was noted to be at eri (elective replacement indicator), and was to be replaced soon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion. Additionally, the returned device indicated a memory error for a ram (random access memory) integrated circuit. Analysis of the device memory indicated the electrical reset alert, along with a write to locked ram power on reset.

Event description:
It was reported that the device experienced an electrical reset. The patient reported having flown several times since the last device interrogation. The device was noted to be at eri (elective replacement indicator), and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(4) 2001. (B)(4).